Manufacturer narrative:
(B)(4): a replacement device was provided to the customer. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing. The cause of the reported failure could not be determined.

Event description:
It was reported that the device would not power on, the power button contact had malfunctioned. There was no patient use associated with the event.